Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included use testing. A battery was inserted into the pump and the pump was powered on and no sound or alarming occurred. It was then noted that the pump had a damaged beeper wire. The beep assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be a damaged beeper wire.

Event description:
Information was received indicating that this ambulatory infusion pump had recently been repaired, however when it was returned to the customer the assembly was not making any sounds or alarming. No adverse patient effects were reported.

Event description:
The reported product fault did not occur while in use with a patient. The product issued did not cause or contribute to patient injury.